Event description:
It was reported that the customer was experiencing ongoing elevated blood glucose levels and was admitted to the intensive care unit (ICU) on (B)(6) 2025 with a blood glucose (bg) level of 400 mg/dl; cause was not known. Customer was treated with intravenous fluids to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and some undefined damage to their kidneys.